Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified device flat creases, brown particles in device outer surface, and yellow encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side deflation and "patient's concern with the product.¿ additionally, healthcare professional reported "double capsule". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "patient's concern with the product.¿ additionally, healthcare professional reported "double capsule". Device has been explanted and discarded after surgery.